Event description:
The lay user/pt's wife contacted lifescan (lfs) in 2006 and alleged that the pt's one touch basic orginal meter was giving the clean test area message. The med affairs spec was unable to reach the reporter or the pt via phone after several attempts. A letter was also to the address provided. The pt's wife reported taht about 4 days ago. She took her husband to the hosp due to the meter not giving a reading. The reporter was not sure of the time and could not verify how long he was held there, but knows that he was not kept there overnight. She stated that he was given insulin (type/dosage not known). The pt's blood glucose result at the hosp was also not provided. The reporter had mentioned that the battery in the meter was just repalced recently and the pt was cleaning the meter with just water. Although there is insufficient info regarding the events leading to the hosp visit (symptoms experienced, how long the pt was unable to test his blood glucose prior to that, it he had attempted to test on the reported meter just prior to going to the hosp, hos diabetes medication regimen, the hosp meter result, and treatment administered), this complaint is reported because the reporter alleged that the pt was not able to test on themeter due to the clean test area message and was taken to the hosp and was administered insulin. A replacement meter, control solution, and test strips were sent to the lay user/pt.